Event description:
The customer contact reported that the cassette inlet and outlet tubing segments were reversed. It was reported that the pharmacy staff spiked the tubing set into a solution container containing tpn. The set-up was sent to the nursing floor where the tubing set was primed manually and then connected to the patient's central line. The customer contact reported that after the tpn infusion was initiated at an unspecified flow rate, the infusion pump started immediately alarming for occlusion. Subsequently, the tubing set was noted to have the cassette inlet and outlet tubing segments reversed. The tubing set was disconnected from the patient. The tpn infusion was resumed using a replacement tubing set. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.